Event description:
The customer contact reported during testing at the user facility, the device displayed a whitescreen error .there were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a whitescreen error was not duplicated; however, was noted in the device history. The probable cause of the customer reported whitescreen error was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.